Manufacturer narrative:
Reference MFR report # 2916596-2016-01241 for the report of the patient's previous admission for driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient had been experiencing a chronic driveline infection and was last admitted in (B)(6) of 2015 for treatment via IV antibiotics. On (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level increased from a baseline of 400 u/l to 1000 u/l. The patient was placed on IV heparin and was also on aspirin. Inr was maintained between 2.0-3.0. On (B)(6) 2016, the patient's ldh peaked at 3000 u/l. The patient experienced hemolysis, congestive heart failure, and septic shock. A ramp study demonstrated the pump was not functioning indicating suspected thrombus, but no pump power elevations were noted. It was reported that continuous low flow alarms began at the end of (B)(6). It was reported that there was a plan for transplant, however, a pump exchange was performed on (B)(6) 2016 once the patient went into overt shock. On 06/24/2016, it was reported that the patient expired. The patient was very ill with sepsis and multi system organ failure. It was reported that the patient had a driveline infection from the first pump which eventually spread. As the chest remained open for drainage and washouts for treatment of the infection, the second pump was exposed. The hospital did not suspect any functional issues with the second pump.

Event description:
Additional information: it was reported that in addition to the chronic driveline infection, the pump pocket was also involved. Other causes of death were reported as infection, hepatic dysfunction, renal dysfunction and sepsis.

Manufacturer narrative:
Evaluation of the log file retrieved from the returned system controller confirmed the report of continuous low flow hazard alarms. The pump, with serial number (B)(4), was returned assembled with the percutaneous lead (lead) severed approximately 11 inches from the pump housing and the remainder of the lead was returned in one segment. The outflow elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the device, visual examination of the pump's blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Only a small amount of unstructured, non-denatured loosely clotted blood was found between two blades of the inlet stator, which did not appear to have been present during pump operation and would not have contributed to the reported event. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of both returned portions of the lead revealed that all wires were electrically intact. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The sealed inflow conduit and a portion of the sealed outflow graft conduit were later returned with the replacement pump, with serial number (B)(4), after the patient's expiration. Examination of the inlet tube, inflow graft, graft attachment, and returned portion of the outflow graft revealed soft depositions of clotted blood. A deposition was also found occluding the inlet elbow, which appeared to consist of both soft and grainy denatured blood as well as hard denatured blood. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump. A duration of time for which the depositions were present in the inflow and outflow conduits could not be determined and could not be conclusively correlated to the reported event. Examination of the replacement pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the replacement pump¿s lead did not reveal any discontinuities or shorts. Functional testing of the replacement pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis, hemolysis, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of both device's device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.